Event description:
It was reported that the patient felt nerve pulsing near the pocket as the left ventricular (lv) lead was causing pocket stimulation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1, ivd, implanted: (B)(6) 2014. (B)(4).